Event description:
Sterile reamer shaft occluded with nylon fragment from end of reamer shaft head, not allowing the passing of it over the intended guide wire for entry into the intramedullary canal. Synthesis nailing system used instead.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.